Manufacturer narrative:
Literature citation: ehsan, et al in "total elbow allografts with collateral ligament reconstruction for posttraumatic elbow injuries", j orthop sci (2010) 15:795-803. (B)(4): (non-union). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Postoperative complications were observed in a retrospective review of patients who underwent total elbow osteoarticular allograft reconstruction between (B)(6) 2004 and (B)(6) 2008 for the management of previously operated on post traumatic arthritis with severe bone loss. The procedures consisted of a total elbow cadaveric allograft reconstruction with gracilis tendon allograft reconstruction of collateral ligaments. Recombinant human bone morphogenetic protein- 2 (bmp-2) was applied to the host-graft junctions of the reconstructed elbow. One patient underwent the reconstruction 3 years after her initial injury. The patient experienced mild post-op pain. Persistent nonunion at the humeral host-graft junction developed 8 months following surgery despite the use of an external ultrasound bone stimulator. The patient was treated with iliac crest bone grafting and revision open reduction and plating with subsequent osseous union 5 months later. This same patient sustained trauma to the elbow 8 months following this procedure and ruptured her mcl, causing mild elbow instability, which was successfully treated with a hinged elbow brace.